Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic appendectomy under general anesthesia (appendicitis), the blade tip broke without obvious inducement and destructive use. Then the breakage piece was retrieved. Change to a new one to complete the surgery. There was no patient consequence reported.